Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The pt contacted nephron pharmaceuticals corp on (B)(6) 2013, regarding a reportable product complaint of no aerosol production associated with the ez breathe atomizer. The pt reported that the unit failed to produce an aerosol although he cleaned the unit according to the product's instructions. The pt informed npc via e-mail that he experienced respiratory distress and was traveling to the hospital to receive medical treatment on (B)(6) 2013. Multiple unsuccessful attempts were made via telephone to reach the customer to collect additional info; however, attempts are ongoing to obtain f/u info via (B)(4). Pt medical history, baseline respiratory status, concomitant medications and the clinical course of respiratory distress were not provided. Causality is conservatively addressed as possible, due to lack of administration.